Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed a high out of range shock impedance measurement. Interrogation revealed all other lead measurements were within normal ranges. As a review of the memory log book revealed only one out of range measurement and pacing, impedance and sensing measurements were within normal limits, a decision will be made regarding lead revision in the future. No adverse patient effects were reported.